Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/1.0/091 sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found the haptic torn and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Event description: initial MDR should have stated: elevated iop was also reported. It was reported that at nine days post-op, 'his iop after medications is 27mmhg.' (B)(4). Claim#: (B)(4).